Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. Data was received for evaluation, data review could not confirm the early sensor expiration notice. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. Data was received for evaluation, data review confirmed the early sensor expiration notice. A probable cause could not be determined.